Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the right ventricular lead was being explanted and the superior vena cava (svc) dissected, the patient experienced tamponade and died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.